Event description:
A medtronic rep reported that during an ent case unit using fusion 2.2.1, he reported an inaccuracy of approx an inch about 20 minutes into the case. This happened with all instruments and the inaccuracy was in the lateral direction and perhaps slightly superior, but not anterior-posterior. They went back and re-registered the pt using tracer. The surgeon removed the head strap from the pt tracker to make sure that it wasn't pulling too hard on one side. After proceeding to navigate they found that the system was initially accurate on the tip of the nose, but when the surgeon went to check accuracy again it was off approx the same amount in the lateral direction. The rep was not able to check interference values and did not think metal interference was the issue, but did confirm that there was a mayo stand about 2.5 feet and an IV pole about 3 feet from the emitter. The surgeon successfully continued the case without navigation and the pt was not impacted.

Manufacturer narrative:
No files have been received by the MFR for eval.